Event description:
Device report from france reports an event as follows: it was reported that on (B)(6) 2023 during a femoral reaming procedure, an ria 2 kit (bore, irrigation, suction) was used with boring heads of sizes 10, 11, 13, and 15.5mm. After using the 10mm head with no issues, the 11mm head broke during use inside of the femoral shaft. Pieces of broken fins were found intraosseous, and the head came loose of the graft kit and ended up intraosseous as well. Because of this, the prepared 13 and 15.5mm heads could not be used. The procedure was completed with a surgical delay of 30 minutes, but not under the conditions initially planned. No further information is available. This report is for a 11.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procode: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 19-dec-2022. Expiration date: 01-dec-2032. Part number: 03.404.018s, 11.0mm reamer head for ria 2-sterile lot number: 3181p02 (sterile) lot quantity: 50 this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m018, ria ii reamer head 11.0mm. Lot number: 582p630. Lot quantity: 268. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.